Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding the drug infusion device. The drug being delivered was morphine (unknown). It was reported that the issue of seromas has been going on for a while. The date was unknown. Caller stated the pump was moved from a different (abdomen to the flank) now in the flank position the pump has a seroma in the pocket. The rep was emailed the implant manual for 8637 to show material contents. Caller stated she was just notified today and knew only a little information. Redirected to doctor to review material list if the seroma is related to the pump materials or not. Additional information was received from the company representative (rep) who reported that the healthcare provider (hcp) stated that the patient had a seroma that grew in their abdomen and made the angle so they revised the pump pocket and moved the pump to the patients lower back. The rep also stated that (B)(6) 2020 was when the seroma was to be resolved and that the hcp planned to remove the pump entirely. The rep said they knew that surgical intervention was anticipated but they have not heard any information since (B)(6) 2020. The rep has no further information on this event. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) reporting that the patient has had two failed pain pumps from mdt because "their body rejects them and pushes them out." The patient reported that they have not had issues with the medication and that they have been allergy tested and all came back negative for materials in the pump. Patient stated that they met with a new healthcare provider (hcp) who is willing to try again and do some research as they saw this happen to another person about the patient's age and the same thing happened. Patient was inquiring about a pain pump wrapped in a type of plastic. The patient was informed of the process of requesting a custom pump through mdt. The patient was redirected to their healthcare provider to further address the issue.